Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-01836 addresses the other device. It was reported to boston scientific corporation that two rotatable oval snares were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure, with ampullectomy, performed on (B)(6), 2011. According to the complainant, it was difficult to extend and retract the loop of the first snare once it had been advanced through the scope elevator. The same issue then occured with the second snare, and the procedure was completed with a captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.